Manufacturer narrative:
Sr (B)(4).

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test performed and failed. Data was returned and evaluated. A pairing failure was observed in the log on the issue date. The complaint confirmation of a pairing failure was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, due to a failed transmitter error. The root cause of the pairing failure was determined to be a failed transmitter error. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of pairing failure is reportable based on the finding of loss of a transmitter failure.